Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Our inspection has shown that the pin of the handle is sheared off. Therefore, we assume that the handle was not properly connected to the nail. By this extreme bending forces were applied onto the pin, which finally caused the shearing off. The fracture face is homogeneous which indicates material conformity. This complaint is indeterminate from a manufacturing standpoint as the broken pin was not sent back for investigation.

Event description:
During an im nailing procedure for a left femur fracture, the metal tooth on the percutaneous insertion handle broke off at the nail and handle interface. The broken piece was retrieved - confirmed on x-rays. There was no harm to the patient.